Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation of a 2.50mmx16mm synergy¿ drug-eluting stent, it was noted that the stent was not mounted on the delivery system and remained inside the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts distorted, stretched and lifted from the stent profile. The balloon cone profiles were reviewed and found that the balloon wings and folds were opened out of their intended position. Solidified media was also identified inside the balloon chamber. This disturbance was likely caused by the movement of the stent off the device and by preparing the device for the procedure. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation of a 2.50mmx16mm synergy¿ drug-eluting stent, it was noted that the stent was not mounted on the delivery system and remained inside the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.